Event description:
A problem was reported. Company representative reported patient experienced behavioral changes after being in a hot tub. It was reported patient expected to follow up with hcp but follow up has not been confirmed as of the time of this report. It was unknown what drug was in the system.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).